Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) and pneumonia. The patient's blood glucose (bg) levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod on the back for between 49 and 71 hours. A correction was administered with an insulin pen but the bg levels did not stabilize. The patient was admitted to (B)(6) hospital. The patient was placed on a perfusor with insulin and oxygen at the hospital. Moxifloxacin 400 mg was prescribed to treat the pneumonia. The patient was discharged after three days.